Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nailing procedure, the surgeon was using a 6.0mm/10.0mm stepped drill bit to ream for the helical blade placement, and it was noted that the drill stop was loose and would slide during reaming. The drill stop was held in place manually by the surgeon to ensure safe and accurate reaming. The surgery was completed with no reported patient harm. There was a 5 minute surgical delay. This is report 2 of 2 for (B)(4). This report will cover the drill bit.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the product investigation reported the drill stop 357.405/4925136 was received intact containing scratches; roll marks and burrs on distal and proximal edges from regular use. The devices are recommended for use in trochanteric fixation nailing (tfn) applications where dense bone is encountered. During this evaluation, the returned drill stop was assembled with the stepped 6mm/10mm drill bit (part#357.403). The returned drill stop did not hold when linear force was applied. The complaint condition of "does not/will not function" was replicated. Changes were made to the drill and drill stop in 7/2011 & 2/2012 via dco#10021340 and dco#10023088. These changes improved the overall engagement of the drill stop plunger mechanism's interface with the grooves of the stepped drill bit. Phone number listed as fax number on initial report this is incorrect phone number is contact number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device MFR date: march 4, 2009. Supplier manufactured part (B)(4) and lot number u102471 for po (B)(4). The supplier¿s certificate of compliance (dated (B)(6) 2009 for 2 receipts of this lot) indicates the parts were manufactured to part (B)(4) and met the required specifications. The parts were inspected and conformed to synthes incoming final inspection sheet (B)(4) (dated (B)(6) 2009 and (B)(6) 2009). No mrrs or ncrs were generated for this lot. The two receipts were released (B)(6) 2009 and (B)(6) 2009. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.